Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised due to suspected trunnionosis. No confirmation of trunnionosis, patient complaints, or any other intraoperative findings were reported to or observed by rep. A 32 -4 lfit v40 head and liner were exchanged to a ceramic head and poly liner. The accolade tmzf stem and trident psl shell were not revised.